Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, at approximately 12:30 pm, the patient experienced a seizure while having lunch. The patient¿s mother checked both the cgm device and the blood glucose (bg) meter and observed a discrepancy between the readings, indicating a potential cgm inaccuracy. However, she was unable to recall the specific comparison values. She also reported that a ¿sensor error¿ had been occurring intermittently and at the time of the event, the patient was wearing an omnipod insulin pump. In response to the seizure, the patient¿s parent administered a glucagon injection, replaced the cgm sensor, and transported the patient to the emergency room. Upon arrival at the ER around 1:00 pm, the patient underwent blood work and received IV fluids. The patient was observed for several hours and was discharged at approximately 4:00 pm. At the time of the report, the patient was reported to be ¿okay.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.